Event description:
It was reported that on (B)(6) 2010, patient presented with complaints of low back pain radiating into left leg. Per the physician¿s notes, ¿she has had a discectomy followed by a plif at the same level. She has remained symptomatic ever since the surgery. She describes a lot of back pain and pain radiating down her left leg.¿ patient has poor energy level, fatigue, sweating, poor circulation, high blood pressure, chest pain, shortness of breath, cough, urinary retention, pain, poor balance, memory problems, swelling, panic attacks, depression, anxiety, attempted suicide, psychiatric admission, weight change, gastric reflux, loss of feeling in hands and feet and pain in feet since (B)(4) 2010. MRI of the cervical spine indicated ¿loss of the normal lordosis with reversal in the mid cervical region. At c5-6, there is a central disc abnormality with mild inferior extension below the level of the endplate of c6 consistent with a small central disc extrusion without associated stenosis.¿ MRI of the lumbar spine indicated ¿anterior and posterior fusion of l4 and l5. Small central disc protrusion at t11-12 causing some deformity of the thecal sac. Mild broad based disc bulge at l3-l4 causing slight deformity of the thecal sac and narrowing of the right neural foramen with nerve root impingement. At this level, there is also a left paracentral disc protrusion or more likely extrusion which narrows the neural foramen and impinges upon a deformed exiting left l3 nerve root. At l4-l5, there is osteophyte on the right which narrows the neural foramen and appears to contact the exiting right l4 nerve root¿ additionally, there is an enhancing nerve root on the left that appears to be one of the sacral nerve roots. The enhancement would suggest irritation/inflammation.¿ (B)(6) 2010, patient presented with back pain. A CT scan of the lumbar spine indicated ¿postsurgical changes at l4-5. No acute abnormalities are seen. Slight "retrolisthesis" of l4 on l5. Broad-based disc bulge with more prominent left foraminal component contributing to neural foraminal narrowing. Tiny broad-based disc bulge at l3-4.¿ on (B)(6) 2011, patient presented with adjacent level disease, lumbar disc herniation, lumbar radiculopathy, and lumbar spinal stenosis at l4-l5. The patient underwent tlif at l4-5 with removal of hardware at l5-s1 and placement of posterior instrumentation l4-s1 with posterolateral bone graft fusion. "Spinology" "optimesh", autologous bone, globus bone extension material, and tsrh posterior instrumentation were used. An incidental intraoperative durotomy was repaired. There were no other noted complications. Post-op CT scan of the lumbar spine indicated ¿l4 through s1 fixation hardware; however, intact. L4 pedicular screw extending through the vertebral body into the retroperitoneal space on the right. Present interbody graft at l4-l5 positioned within the right ½ of the intervertebral disc level postsurgical changes with posterior decompressive changes. Degenerative spine disease with l5-s1 posterolateral disc osteophyte material. Right posterior decompressive changes are present at this level.¿ patient was discharged. On (B)(6) 2011, x-rays of the lumbar spine indicated ¿postsurgical changes¿ retrolisthesis of l4 on l5 by 3.1mm that is unchanged.¿ (B)(6) 2011, x-rays of the lumbar spine indicated ¿prior lumbar fusion from l34 through s1. Very slight retrolisthesis of l4 upon l5 that appears static on flexion and extensive views and unchanged in severity as compared to prior films.¿ (B)(6) 2011, patient presented for follow up with complaints of back, hip, leg, feet pain bilaterally. A right "lesi" was performed. (B)(6) 2011, the patient presented with back pain. X-rays of the lumbar spine indicated ¿no acute findings.¿ (B)(6) 2012, annual mammography was negative. On (B)(6) 2012, the patient presented to the ER after falling across a curb. Patient presented with right lower leg pain, bruising and abrasion to the right lower leg and right knee, as well as some hip pain. X-ray of the right tibia and fibula indicated ¿degenerative change of the knee and ankle¿ no acute fracture, bone displacement, "periostitisor" radiodense foreign body is seen.¿ (B)(6) 2012, patient presented with pain in the lower abdomen, incontinence. CT of the abdomen and pelvis indicated ¿hepatosplenomegaly. Fatty infiltration of the liver. 0.8 cm nodular density which has been partially imaged within the right middle lobe. This is most likely a benign, incidental finding¿ small hiatal hernia. No acute intra-abdominal or intrapelvic process is seen.¿ (B)(6) 2012, a CT scan of the chest was performed to followup on the previously identified pulmonary nodule. The scan indicated ¿previously described 8mm opacity within right middle lobe appears completely stable as compared to an older CT of (B)(6) 2006¿ stable subpleural nodule within right lower lobe that very likely reflects a granuloma¿ no suspicious pulmonary nodules or infiltrates noted. No adenopathy noted within the chest.¿ on (B)(6) 2012, the patient was admitted to the ER with complaints of fever of 103 and shortness of breath. Patient was diagnosed with streptococcus pneumonia with sirs and acute respiratory failure on admission. Per the medical records, ¿she did have a CT of her chest on (B)(6) 2012, outpatient, that showed an 8 mm right middle lobe pulmonary nodule which is unchanged form 2006.¿ the attorney additionally reports that the patient presented with history of htn 2003, mva (B)(6) 2007, and laminectomy/discectomy l5-s1 on (B)(6) 2007. Allegedly, on (B)(6) 2008, the patient underwent a tlif at l5-s1 to treat recurrent lumbar spondylosis, stenosis and disk disease. Capstone verte-stack vbs and rhbmp-2/acs were reportedly used in this surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.